Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to non-user and frequent needs for MRI scans. It is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report.